Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated procedure. The patient did set their ipg to surgery mode. Troubleshooting was unable to resolve this issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Event description:
A restrospective review indicates this event is connected to the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Event description:
Additional information received indicates the ipg was replaced to address the issue.

Manufacturer narrative:
A patient controller communication error message displaying ¿cannot connect to generator. The generator is not responding¿ was reported to abbott. The patient had an unrelated surgery, and the device was not placed in surgery mode. Patient has been unable to connect since the surgery. Troubleshooting was unable to resolve the issue. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.